Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿endovascular repair for infra-renal aortic aneurysms with supra-renal fixation endoprosthesis: results and outcomes¿. Soares ra, amaro k, nasser ai, cury mvm, nakamura et, pedrosa kl, sacilotto r vascular. 2024 jul 19:17085381241264381. Doi: 10.1177/17085381241264381. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿endovascular repair for infra-renal aortic aneurysms with supra-renal fixation endoprosthesis: results and outcomes¿. The time frame of the study was over five years. Multiple manufactures products were mentioned within the article. Endurant ii stent grafts were implanted in the patient population. 156 patients were included in the study. The following malfunctions were reported; type ia endoleak, type iii endoleak, ib endoleak the following adverse events were reported; occlusion, ischemia, rupture, intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.